Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged bleeding event is related to activ.a.c.¿ therapy (system). Device labeling, available in print and online, states: ensuring dressing integrity with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On (B)(6) 2017, the following information was reported to kci by the patient: the patient alleged when attempting to removed the dressing at home from the wound on (B)(6) 2017 it started to bleed. She went to the emergency room to have the hospital place "stitches" in one of her "main valves" to stop the bleeding. No further information is available. On (B)(6) 2017, the following information was reported to kci by the wound care nurse: the nurse stated that the patient was seen on (B)(6) 2017 in the emergency room for bleeding due to trying to remove an adhered dressing at home. Sutures were placed to stop the bleeding and v.a.c.® therapy was restarted. The patient had no further bleeding events. On (B)(6) 2017 the patient had a skin graft placed and by the two week follow-up on (B)(6) 2017 the wound had met wound healing goals and the patient was instructed to return to normal activity. A manufacturing records review for v.a.c.® granufoam¿ lot no. 2936905 indicates all end release testing of the product and packaging met specifications. Kci quality engineering attempted to retrieve the activ.a.c.¿ therapy (system) unit but the patient declined to exchange the unit and stated the unit was working properly, therefore a device evaluation could not be performed as the unit was not returned.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged bleeding event is related to activ.a.c.¿ therapy (system).

Event description:
On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction.